Event description:
Nidek inc. Received a complaint from a customer on 06/16/2015. Nidek recall team contacted the customer regarding yc-1800 recall team contacted the customer regarding yc-1800 recall that time technician reported that doctor does have pitting lens occasionally during the use of laser yc-1800 sn:(B)(4). No other information was provided at that time.

Manufacturer narrative:
The affected device has not been returned to nidek and has not evaluated so the results of evaluation are not available at this time. Nidek customer service manager contacted customer to gather additional information regarding the complaint. Customer did not provide any additional details regarding the date of occurrence, number of patients and age/gender of patients. Nidek requested customer to do service and evaluation of the device. Doctor refused to perform service at this time. However nidek will do the field service for this device at later date. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek will be submitting one MDR for this complaint as number of the events occurred could not be confirmed. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.